Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 21.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left coronary artery. A 2.50 x 38mm synergy xd drug-eluting stent was used in a percutaneous coronary intervention. However, during the procedure, the device failed to cross the lesion and the proximal shaft got kinked. Furthermore, it was noted that a separation occurred when advancing the device through the lesion. The device was removed and the procedure was completed with a non-boston scientific stent. There were no patient complications nor injuries reported.